Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Note recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Costumer reported complaint for lo blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. Customer's test strips, lot number ps2403, are recalled. The test strip lot manufacturer's expiration date is 07/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer advised do not use recalled strips.

Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Note recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Costumer reported complaint for lo blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. Customer's test strips, lot number ps2403, are recalled. The test strip lot manufacturer's expiration date is 07/14/2018 and open vial date is 10/19/2016. The meter memory was reviewed for previous test result history (date / time not set): the 83mg/dl (B)(6) 2016 02:46 am fasting:yes, the lo (B)(6) 2016 12:00 am fasting:yes, the lo (B)(6) 2016 05:16 am fasting:yes, the 85mg/dl (B)(6) 2016 03:40 am fasting:yes, the 73mg/dl (B)(6) 2016 04:02 am fasting:yes, memory concerns: lo results, customer advised do not use recalled strips.